Manufacturer narrative:
The reported field event was confirmed via review of device image. The reported field event of inappropriate therapies was not confirmed in the laboratory. The device behaved according to programmed parameters but inappropriate therapies were observed. The device was tested on the bench and no anomalies were found.

Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited inappropriate high voltage shocks. The device was removed and replaced after the patient recovered from post-partum cardiomyopathy. No further information was available.